Manufacturer narrative:
Device evaluation results. One level 1 hotline low flow system was returned for investigation in used condition. The pcb, power switch, and retainer required upgrades. The device would not turn on. The investigator also noted that the enclosure was cracked at the drain fitting. This was causing a leak. Both covers were also cracked and the line cord was worn. The customer reported product problem (cracked reservoir) was conformed during testing. The crack was caused by the customer. User interface was established as the root cause. The aforementioned damaged/outdated components were replaced. The device subsequently passed all the functional tests.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) had a cracked reservoir. The device was not producing any alarms. This product problem was observed during testing.